Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now alert was displayed. Data was evaluated and the allegation was confirmed as an early sensor expiration was discovered. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor now alert is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch, a correction is needed.